Manufacturer narrative:
(B)(4). We received one used easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer, the patient connector was not closed. After opening the top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone) and at the lla-cone of the patient connector. Additionally the sample was filled up to the nominal value (100 ml) and taken to a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump does not work (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). Leaks at the pump were not detected. The sample is not within our specifications. We have informed our manufacturer accordingly. A follow up report will be provided after their statement is available. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by(B)(4)): the patient noticed 30 hours after the pump had been attached that the drug was finished.